Manufacturer narrative:
Upn- search corrected from unk719 - coyote - cmc - (B)(4) (peripheral interv) - 35000 to h74939185252210 - coyote 2.5mm x 220mm x 150cm mr - 39185-25221. Upn corrected from unk719 to h74939185252210. Device evaluated by MFR.: returned product consisted of a coyote balloon catheter, the guide wire was not returned. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The inner shaft is buckled in numerous locations. The inner shaft is separated at the exit notch. The damage is consistent with damage seen with interaction with a guide wire. There is tip damage. There are numerous shaft kinks. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery. After a .014 non- bsc guide wire crossed the lesion, a 2.50 x 220 coyote balloon catheter was advanced for dilation. However, when the device was moved after dilatation was performed, the device was unable to move and it froze on the guide wire. The guide wire and the balloon catheter were pulled out together. Subsequently, the wire access had to be reestablished and the procedure was completed using a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery. After a .014 non- bsc guide wire crossed the lesion, a 2.50 x 220 coyote balloon catheter was advanced for dilation. However, when the device was moved after dilatation was performed, the device was unable to move and it froze on the guide wire. The guide wire and the balloon catheter were pulled out together. Subsequently, the wire access had to be reestablished and the procedure was completed using a different device. No patient complications were reported and the patient's status was fine.